Manufacturer narrative:
(B)(4). D10 - medical product: unk patellar cement, catalog # unk, lot # unk; femur trabecular metal cruciate retaining (cr) standard porous, catalog # 42502805801, lot # 64488405; cruciate retaining (cr) articular surface anterior constrained ac size green 14 mm height, catalog # 00597604014, lot # 65329802; all poly petella standard, catalog # 00597206532, lot # 65299240. H3: customer has indicated that the product will not be returned because it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported during surgery, while subluxating the tibia to press-fit the tibial component an audible noise was heard and it was found that the medial collateral ligament had avulsed from the tibial insertion. MRI imaging showed partial thickness tearing vs degeneration of femoral attachment of the mcl. Attempts to obtain additional information have been made; however, no more is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of medical records provided. Device was not returned. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. Medical records review indicates that during the revision surgery, while press-fitting, mcl was teared and it was repaired intra-operatively. Six month of the surgery, patient experienced pain and swelling , but it due to competitor product used to repair mcl. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.